Manufacturer narrative:
A supplemental report is being submitted for corrections to e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 694765 lead implant date: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient presented to the emergency department (ed) for a controller exchange due to an unstable or poor mechanical connection at the power ports and resistance against the inner central plastic pin. The patient was unable to connect batteries to one of the ports, and resistance was noted during attempted connection. A controller exchange was performed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed damage to the center pin of both power ports and a bent pin in power port one (1). A power source was still able to connect the controller; however, the connection was more difficult to make. Visual inspection also revealed contamination within both power ports and the serial port, as well as a missing serial port cap. Internal inspection revealed no anomalies. The observed contamination and missing serial port cap are additional findings, not related to the reported event, likely due to handling of the device. A review of the alarm log file showed that one (1) vad disconnect alarm was recorded on (B)(6) 2025 at 13:41:17, indicating a physical disconnection of the driveline, lik ely during the reported controller exchange. As a result, the reported event was confirmed. The most likely root cause of the controller's broken center pin can be attributed to an applied external force. Based on an investigation conducted under CAPA pr00384004, the root cause of the observed bent socket pin within power port one (1) is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.